Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Pending investigation.

Event description:
Blade kept coming off the straight blade attachment during the case. While the surgeon was making his cuts, the saw blade came off. The surgical tech tightened the blade back onto the attachment and then the blade came off once more when the surgeon was attempting to make his cuts. Case type: tka.

Manufacturer narrative:
Reported event: blade kept coming off of the straight blade attachment during the case. While the surgeon was making his cuts, the saw blade came off. The surgical tech tightened the blade back onto the attachment and then the blade came off once more when the surgeon was attempting to make his cuts. Case type: tka. Device evaluation and results: functional inspection: shows that the locking knob does not stay locked. The failure mode is confirmed. Visual inspection: shows normal wear and tear damage to the part as well as the ratcheting pawl that keeps the blade locked is stuck open. See attached picture. The inspection also shows wear marks on the knob from where the knob wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Product history review: a review of device history records shows that on 08/31/17 8 devices were inspected and 6 devices were placed on: qt17-08-0131. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 3501453/35060417 shows 5 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Tracking of complaints related to the 212186 part number will be tracked through trend request # (B)(4). Conclusions: the report of the blade not staying locked on a saw attachment was confirmed. The issue was traced to a stuck pawl inside the knob assembly and most likely caused by normal wear and tear. The issue was observed during the case and did not affect the patient or successful completion of the case. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Blade kept coming off of the straight blade attachment during the case. While the surgeon was making his cuts, the saw blade came off. The surgical tech tightened the blade back onto the attachment and then the blade came off once more when the surgeon was attempting to make his cuts. Case type: tka.